Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 03.503.176, synthes lot # h888118, supplier lot # h888118, release to warehouse date: january 24, 2020, supplier: (B)(4). No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the complaint device 2.0mm thk bending plate was returned to customer quality (cq) west chester for investigation. The plate had broken into two pieces and based on the drawings, another portion of the plate was missing or not returned. There are scratch marks all over the plate, probably due to regular usage of the plate. No other issues were identified. Defect identified: yes. Document/specification review: based on the date of manufacture, the current and manufactured version of drawings for the part were reviewed: 2.0 mm thk bending template, current and manufactured revision. Dimensional inspection: specified dimensions to be measured: plate thickness diameter groove thickness. Measured dimensions: plate thickness: conforming diameter: conforming groove thickness: conforming. Measurement device used: caliper. Conclusion: the complaint condition can be confirmed against the 2.0 mm thk bending plate as it was returned in two pieces. There was no indication that a design or manufacturing issue contributed to the complaint and no design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part # 03.503.176; synthes lot # h888118; supplier lot # h888118; release to warehouse date: january 24, 2020; supplier: (B)(4); no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported a template is broken. The device was identified as broken during inspection when the orthokit was returned to (B)(6). This report is for a matrix mandible bending template. This is report 1 of 1 for (B)(4).